Event description:
PICC line in arm pulled during a transfer from bed and tubing tore apart. Bleeding stopped with pressure. Pt taken to x-ray dept after IV nurse stabilized and inner tubing removed. A new peripherally inserted central catheter inserted.